Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted (B)(6) 2020; w1tr01 ipg, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited increase in threshold. The lead remains in use. A left ventricular (lv) lead was added. No patient complications have been reported as a result of this event.